Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluation: lens was returned in liquid in the lens case/vial. Visual inspection found the haptic torn. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, as the surgeon was loading a cc4204a intraocular lens, diopter +19.0, in order to implant into the patient's right (od) eye, the lens tore. Reportedly, there was no patient contact with the lens. Attempts to obtain additional information have not been successful.